Manufacturer narrative:
Based upon the complaint information and investigation, as well as review of the surgeon training manual, IFU and fmea, the most probable root cause is case of late recurrence of symptoms likely caused by the patient's fall.

Event description:
The patient underwent the index ifuse surgery some months prior. The patient had good relief of his si joint symptoms for four months after surgery. It was around this time that the patient fell. After the fall, the patient began experiencing pain in the same anatomic location and of the same nature and quality as he had experienced before the fall. On (B)(6) 2013, the surgeon performed a revision surgery where he removed the proximal and distal ifuse implants. The implants showed that there was a significant amount of bone present on the iliac portion of the ilium, but not a lot of bone present on the sacral side of the implants. The surgeon felt that the implants were loose on the sacral side. He placed allograft bone graft into the two holes created by removal of the ifuse implants. He then placed three 6.5 mm cannulated screws. Per si-bone vp of medical affairs, "medical review shows this to be a case of late recurrence of symptoms. There was a history of a fall that predated the recurrence of the symptoms."

Manufacturer narrative:
The patient had a previous revision surgery in (B)(6) 2013 where two of the implants were removed due to recurrence of pain symptoms (reported on MDR 3007700286-2013-00030). The patient continued to have recurrent pain. The surgeon determined that it was pseudarthrosis and decided to remove the remaining implant which he did in (B)(6) 2015. The status of the patient following the surgery is not yet known. Note: 3007700286-2013-00030-1 was only to change 510(k) number.